Event description:
Customer reported saturation faults. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray regulator board. System operates as intended.